Manufacturer narrative:
Date of event: the patients included in this study were followed from 01-jan-2015 to 31-dec-2017 in two hospitals. It is unknown when the events occurred as this information has not been provided. Device evaluated by MFR: prevena¿ incision management system lot numbers were not provided, and no products were returned. Based on the information available, it cannot be determined that the alleged surgical site infections are related to the prevena¿ incision management system. Kci has made multiple unsuccessful attempts to obtain additional clinical and device identification information. The article noted that patients were followed up until apr 2018 for the occurrence of ssi [surgical site infection]. Kci prevena¿ therapy labeling states the prevena¿ therapy unit has a seven day lifespan. It is unknown if either the surgical site infections were confirmed via wound culture or when the surgical site infections occurred relevant to the prevena¿ therapy seven day life span. Device labeling, available in print, states: the prevena¿ therapy unit is a single use, disposable therapy device. This unit provides negative pressure at 125 mmhg continuous. The prevena¿ therapy unit has a seven day life span and a rechargeable battery. Infected wounds: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If infection develops, prevena¿ therapy should be discontinued until the infection is treated. Warnings: infection: the following symptoms may mean that your incision is infected. Call your doctor right away if you: have swelling at the dressing; feel feverish; have pus at the dressing site; feel an increase in soreness at the dressing; have redness around the dressing; feel itching at the dressing; feel warmth at the dressing; have a bad odor at the dressing.

Event description:
On 10-apr-2019, the following information was received by kci after a review of journal article, "prophylactic incisional negative pressure wound therapy shows promising results in prevention of wound complications following inguinal lymph node dissection for melanoma: a retrospective case-control series," that reported fifty-five patients received melanoma-related inguinal lymph node dissection (ilnd). Following ilnd, 14 patients were treated with inpwt [prevena¿ therapy] over the inguinal suture line for up to 7 days. Results from the study reported that six patients receiving inpwt experienced a surgical site infection. Postoperative wound infection was defined as any prescription of antibiotics administered on infectious indications to the inguinal wound up to three months after inguinal lymph node dissection. Infections were treated with antibiotic medication based on a clinical decision and a subsequent check-up scheduled after 7 days. The patients included in this study were followed from 01-jan-2015 to 31-dec-2016. The prevena¿ incision management system lot numbers were not provided, and no products were returned; therefore, kci cannot conduct device analyses.